Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was receiving baclofen at a concentration 500 mg/ml at a dose of 3.1 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump was in safe state, reset occurred, and low battery reset occurred. The patient reported her pump was beeping. When the patient heard the alarm, they started to take oral baclofen. The patient experienced some withdrawal symptoms and the spasticity got worse. The pump was explanted and replaced on 2016-09-02.

Event description:
Additional information was received from a business partner on 2016-oct-22. Other medications the patient was taking at the time of the event included proventil, a generic stool softener, zyrtec, cymbalta, nexium, lisinopril, zanaflex, vesicare, singulair, sq nexplanon, hydrocodone as needed, ibuprofen as needed, and osteo biflex. The patient's medical history included scoliosis with surgery in (B)(6) 2016 to repair spinal curvature with rod placements, asthma/allergies, gastroesophageal reflux disease, hypertension, and previous pump implant on (B)(6) 2007. Prior to the event, the patient's healthcare provider (hcp) was slowly increasing the patient's dose from a "low dose" back to 300ug per day since (B)(6) 2016. The dose had reached 90ug per day at the time of the event. Although the patient previously reported some withdrawal symptoms and worsening of spasticity, it was later reported that the patient did not experience these symptoms due to immediate oral baclofen use. The pump log indicated multiple stalls with recoveries, but the pump continued to beep and would not run at all. A (B)(6) study was done on (B)(6) 2016 and the catheter was found to be patent. Upon follow-up after explant, the patient was doing great.

Manufacturer narrative:
Analysis of the pump identified a feedthrough anomaly and shorting across the indicator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.